Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: investigation summary: visual inspection: the blade/screw guide sleeve (p/n 03.037.017 lot 9519308) was received showing dents on the grooves of the insertion cannulation. This deformation of the inner cannulation impacts the device¿s ability to assemble with mating devices. The distal alignment tab was also observed to be bent inwards towards the center of axis. The red epoxy markings were peeled off and the yellow epoxy markings were peeling. The missing epoxy was investigated under a CAPA and does not require any additional investigation for this defect. Functional inspection: functional testing could not be completed as the mating device was not received for evaluation. Dimensional inspection: dimensional inspection of the tab and inner cannulation was not conducted due to post manufacturing deformation. Document/specification review: the respective drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the blade/screw guide sleeve (p/n 03.037.017 lot 9519308) as there were dents on the grooves of the insertion cannulation. This deformation of the inner cannulation impacts the device¿s ability to assemble with mating devices. The distal alignment tab was also observed to be bent and the epoxy markings were peeled/peeling. The missing epoxy was investigated under a CAPA. No definitive root cause could be determined for the deformations. It is possible that the causes are due to excessive forces and/or rough handling. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.017, lot: 9519308, manufacturing site: bettlach, release to warehouse date: 09.june 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an unknown procedure that the helical blade inserter would not go through blade/screw guide sleeve. Once the sleeve was pulled out it was observed that the grooves that match with the helical blade inserter had been damaged. There was a 15 minute surgical delay. A back-up device was used to complete the procedure. The procedure was successfully completed with no patient consequences. Concomitant products: unk - insertion instruments (part unknown, lot unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).